Manufacturer narrative:
Suspect device: coaguchek test strip.

Event description:
Caller states the patient tested 6.3 inr on the coaguchek test system and 3.2 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system; meter, strip lot 381a-h14, exp 2/29/2008, cat/3116247.